Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient required a secondary procedure for an unknown reason. The physician elected to implant an afx2 bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure. Additional information: clinical evaluation shows that the physician performed a secondary procedure to treat a type 3b endoleak which was not included in the event as reported.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the secondary endovascular procedure complaint is confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows that there was evidence to reasonably suggest type iiib endoleaks of the distal bifurcated stent graft and proximal extension occurred that were not included in the event as reported. The iiib endoleaks were discovered during a review of the 87 month post index CT scan. The most likely causation for the reported event is device-related due to the use of strata material. Procedure-related harms of this event could not be determined with the medical records available for review. The final patient status was reported to be doing well. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata. Corrections: b5: describe event or problem -updated. G4: date received by manufacturer - updated. H6: device code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately seven (7) years post initial procedure, the patient required a secondary procedure for an unknown reason. The physician elected to implant an afx2 bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.